Event description:
It was reported that air was visible. Prior to a pulse field ablation, a faradrive was selected for use. After preparing the sheath, it was positioned in the left atrium, when the mapping catheter was introduced, air was observed in the clear shaft. After many attempts and flushing the physician requested a new sheath. After sheath replacement the procedure was completed without further complications. The sheath is not expected to be returned due to disposal.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.